Manufacturer narrative:
Philips service replaced the gigabit ethernet switch 16-port and returned the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the table and angiography system were locked due to sib communication failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.